Manufacturer narrative:
A lot history review could not be performed as the lot number was not provided. Unable to perform a sample evaluation as the device was not returned and images were not provided. Based upon the available information, the definitive root cause for this event is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received new information from medical records. The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: medical records were provided and reviewed. Based on the medical records, a linear metallic foreign body was identified in the myocardium of the right ventricle. The foreign body was surgically removed. The filter was removed percutaneously with a snare. A limb was found to be missing upon removal. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a detached limb. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. (B)(4).

Event description:
It was reported that approximately six years post filter deployment, a detached limb was discovered in the heart. A surgical procedure was performed to remove the detached limb from the heart. The filter was retrieved three months post surgical removal of the detached limb. The patient status at this time is unknown.